Event description:
Medtronic received information regarding concerto coil with no details regarding the event. There was no alleged product issue, but it was noted that the rep will follow up with the healthcare professional regarding the event. The device was replaced with another medtronic device to complete the procedure. No patient injury was reported as a result of the event. The concerto coil experienced resistance with the progreat 2.7fr. The coil was unable to exit the catheter. No additional information was available.

Manufacturer narrative:
H3: the concerto coil was returned for analysis. The progreat 2.7f micro catheter was not returned for analysis. The minimum ID (inner diameter) of the progreat 2.7f micro catheter is 0.025¿, as per an online source. Per the concerto coil IFU (instructions for use), the minimum catheter ID required for use is 0.0165¿. Therefore, the progreat micro catheter is compatible for use with the concerto coil. The concerto coil was returned without introducer sheath. The concerto pushwire was found to be broken from proximal end. The actuator interface, positive load indicator, and break indicator were found to be broken/missing and retained by release wire. The missing parts were not returned, and reason was not provided. The concerto pushwire was appeared to be bent from ~2.4cm to ~5.0cm from proximal end. In addition, the concerto pushwire was found to be bent at ~44.0cm, ~84.5cm, ~94.3cm and ~147.8cm from proximal end. The concerto implant coil was found to be broken/missing. However, the polypropylene was still intact. The concerto coil could not be used for testing with an in-house microcatheter due to its damaged condition. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/ stuck in catheter¿ could not be confirmed and the cause could not be determined. The concerto pushwire was found to be bent in several locations and broken. The concerto implant coil was found to be broken/missing. It is likely that these damages occurred when the customer attempted to advance the implant coil through the micro catheter against the reported resistance. Possible causes for coil resistance in catheter are, but not limited to, use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the concerto coil prior to use, and lack of continuous flush during delivery. The progreat 2.7f micro catheter is compatible for use with the concerto coil. Information regarding tortuous patient anatomy, hydrate the concerto coil prior to use and lack of continuous flush during delivery were not provided. Therefore, any contributing factors could not be assessed. This regulatory report is being submitted as part of a retrospective review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.